Event description:
It was reported that during a bowel procedure the circular stapler did not fire. He said that the green 'check mark' for a completed firing was lit up as well. After a thirty minute delay the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/28/2022. D4: batch # 182a47. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with the anvil not returned. Device was received with staples present, confirming that the device was not fired. However, when the forward battery was installed, the green checkmark illuminated, indicating that it required a reset. When the device was reset using a reverse battery and fired into a test skin using an engineering anvil, no further issues were detected. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.